Event description:
It was reported that, after a patient had undergone bilateral revision surgeries for recalled devices from an unknown company, the patient received biomet implants in 2012 on the left hip and s+n implants in 2014 on the right hip. The patient was released from the hospital with an infection, but it is unknown if/how it was treated. The patient had also suffered from a lot of pain, was not able to walk, did not have an appetite and suffered from instability; additionally, the color of the whole skin changed to black. The patient passed away in 2016 for unknown reasons.

Manufacturer narrative:
The device, used in treatment was not returned for evaluation. Without the actual product, product evaluation could not be performed and complaint could not be confirmed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. As device information was not made available, device history record, risk management review and complaint history review cannot be completed. According to clinical/medical investigation ,the complaint was reported by the wife of a patient who passed away in 2016 for unknown reasons. The patient reportedly received a s&n implant in 2014, and was released from the hospital with an infection, but it is unknown if/how it was treated. The wife additionally reported that patient had also suffered from a lot of pain, was not able to walk, did not have an appetite and suffered from instability; additionally, the color of the whole skin changed to black. The requested medical/surgical records and cause of death have not been received to date. The reported infection at discharge could have been a contributing factor; however, based on the limited information provided, this could not be definitively concluded. The patient impact beyond the reported events could not be determined and/or isolated to the s+n components. Should clinically relevant documentation/information become available to fully evaluate the root cause of the reported events, the clinical/medical task may be re-evaluated. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. (B)(4).